Event description:
Patient's mother reported that her son was vomiting and in the emergency room with ketoacidosis, waiting for a bed. The subject device had been worn for about 48 hours. His blood glucose at the time of the call was 180 mg/dl; it had measured 207 mg/dl an hour earlier. The mother said the patient still had the device on the body and that it had been worn for about two days. The mother was unable to provide blood glucose and insulin history leading up to the event.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No product lot number was reported, so no qualification record review could be performed. The omnipod user's guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and to treat dka, "once you have begun treatment for high blood glucose, check for ketones. Check for ketones any time your blood glucose is 250 mg/dl or above. If ketones are negative or trace, continue treating for high blood glucose. If ketones are present, and you are feeling nauseated or ill, immediately call your healthcare provider for guidance. If ketones are positive, but you are not feeling nauseated or ill, replace the pod, using a new vial of insulin. Check blood glucose again after 2 hours. If blood glucose level has not declined, immediately call your healthcare provider for guidance."